Event description:
The pt fell twice. After the second fall, noticed that the device was not working as well as before. With first fall in (B) (6) 2008, the pt was singing in a show and fell off the top of the risers and landed on her implant. The second fall was reported as the pt slipped on ice and fell. She damaged her lower back in this second fall and had to have back surgery to repair a herniated disc. Because she noticed her device was not working as well after this fall, the stimulation was turned up and found some relief but felt jolts of stimulation. During a visit to the hcp for reprogramming, the impedance measurements were >4000 ohms for all electrode combinations. The device system was replaced per the request of the pt. Further information was requested.

Manufacturer narrative:
(B) (4).